Event description:
The customer obtained 535 mg/dl and 75 mg/dl within 10 minutes on the accu-chek aviva system. The customer was treated with 1 glucose tablet by his wife and he consumed a soda on his own. No adverse event reported. New system sent to customer and return requested.